Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 29mm pericardial mitral valve has underwent a valve-in-valve procedure after an implant duration of 11 years, five (5) months due to mitral stenosis and moderate to severe mitral regurgitation. The tmvr procedure was performed with a 29mm transcatheter valve via right percutaneous transfemoral transseptal approach.

Manufacturer narrative:
Additional information was received and the event was updated.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm pericardial mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 11 years, three (3) months due to mitral stenosis. No other details were provided.

Event description:
It was reported that this patient with a 29mm pericardial mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 11 years, three (3) months due to mitral stenosis and moderate to severe mitral regurgitation. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event-other relevant history.